Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported 2 results from a valid comparison, obtained within 10 minutes of each other, of 22.0 mmol/l and 7.3 mmol/l. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.